Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) (B)(4) and the reported events (right heart failure, renal dysfunction, infection, and patient outcome) cannot be conclusively determined through this evaluation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, contains the following information: section 1 lists right heart failure, renal dysfunction, infection, and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 lists infection as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. This section also states: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." Information regarding anticoagulation therapy and international normalized ratio range can be found in this section. Care instructions regarding preventing infection are provided in various sections of this document. No additional information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2022 due to shortness of breath/volume overload. The patient¿s hospitalization was complicated by right heart failure, renal failure that required continuous renal replacement therapy, bacteremia, and fungemia. The patient expressed a desire to pursue comfort care and discontinue their ventricular assist device (vad) support. The patient ultimately expired on (B)(6) 2022 and the patient outcome was not considered to be device related. The device was reported to have been operating as intended and will not be returned for evaluation.